Event description:
It was reported the luer hub was found cracked during hemodialysis. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned a connector assembly for evaluation. Signs of use in the form of biological material were observed on the inside of both extension lines. Visual analysis revealed the arterial (red) luer hub was cracked and contained multiple scratches. The damage appeared consistent with repeated tightening on the luer. The instructions for use (IFU) provided with this kit states, "flush both lumens of catheter with saline and clamp irrigation tube with catheter pinch clamp". The connector assembly was functionally tested by injecting both lumens using a water-filled lab inventory arrow raulerson syringe (ars). When the arterial line was pressurized, water was observed leaking out of the crack in the luer hub. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the arterial luer hub was cracked and contained multiple scratches. The appearance of the crack was consistent with over-tightening on the luer hub. A device history record review was performed with no relevant findings. Based on the customer report and the condition of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the luer hub was found cracked during hemodialysis. No patient harm reported. The patient's condition is reported as fine.